Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up, the pulse generator exhibited increased battery impedance increased between consecutive follow-ups. The patient was in stable condition. No additional information was available at this time.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced.